Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed that there was a blade type of cut in the main tubing. An underwater leak test was performed and the set leaked at the location of the cut. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a leak during priming. There was no patient involvement. No additional information is available.